Event description:
It was reported to medtronic neurosurgery that the pt checked into the clinic presenting endocranial hypertension. According to the report, the pt was left under observation, however, he continued to present with vomiting and drowsiness. The report stated that they were unable to program the strata valve. According to the report, the strata valve was explanted and a new valve was implanted. The report stated that the pt got meningitis three weeks after implantation of the valve.

Manufacturer narrative:
The inlet connector of the returned valve was broken and missing. It is unknown how or when this damage occurred. The damage precluded patency, leak, siphon, reflux, pressure-flow and preimplantation testing. All performance levels could be set in a single attempt. Proteinaceous debris was observed in the interior as well as the exterior of the valve. It is possible that debris temporarily prevented movement of the adjustment mechanism, resulting in a non-adjustable valve. The instructions for use that accompany the product caution that the system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture.